Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black liquid leaking from the end of the scope. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation did not confirm that the event reported by the customer (black liquid leaking from the end of the scope). The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.